Event description:
The complainant reported the patient was on impella 5.5 support and there were placement signal issues. The patient had left and right ventricle tears that were not impella related. The patient was crashed onto venoarterial extracorporeal membrane oxygenation, and the placement signal was lost. Staff noticed a placement signal not reliable alarm that could not be fixed despite troubleshooting. Transesophageal echocardiography confirmed impella positioning. The patient eventually expired after the family decided to withdraw care.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The most likely root cause of the optical signal issue was biomaterial. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.